Event description:
It was reported that when the patient was in the hospital for a device upgrade, high, out-of-range hv lead impedance was observed. The lead remains implanted.

Manufacturer narrative:
(B)(4).